Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was reported condition was confirmed. The torn cord was determined to be consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The issue with the damaged locking components was consistent with trying to run the device in the load position or pushing on the disconnect sleeve while the device was running which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device was not working. During in-house engineering evaluation, it was determined that the device cord was torn, the device ran in the load position, the set screw was loose and the locking components were damaged allowing the device to run in the load position. The device also failed pre-test for safety assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.